Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a perforation occurred in the proximal right coronary artery. The graftmaster stent system was advanced but failed to cross the perforation and was removed without implantation. Reportedly, the graftmaster did not cause or contribute to any adverse patient effect or significant delay in procedure. The perforation was sealed with multiple prolonged balloon inflations. A subsequent echocardiogram did not show a significant pericardial effusion. No additional information was provided.